Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. No kinks were evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Multiple kinks to the proximal end of the distal shaft and support wire. No other damage evident to the remainder of the device. Additional information: it was later indicated that a detachment of the hypotube occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity rx coronary drug-eluting stent was used to treat a severely tortuous, moderately calcified lesion exhibiting 95% stenosis located in the proximal left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was performed without issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered but excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The patient was reported to be alive with no injury. The procedure was completed using a 3.5 x24mm device. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, the event was procedural related and not device related.